Event description:
A doctor reported that the valved trocar cannula leaked during surgery. The product was not exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to acceptance criteria. A root cause has not been identified. (B)(4).